Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2022 a 22mm amplatzer amulet was implanted into a patient. Post procedure, the patient had st elevation which resolved without treatment. Right heart catherization performed with unremarkable angiography result. No air embolus was optically seen, pre or post deployment or during device and sheath preparation. When removing patient form the surgical bed , the anesthesia noted patient having pulseless electrical activity (pea) , compressions were performed. Patient was resuscitated and admitted to intensive care unit. As of (B)(6) 2022, patient remain in ICU in stable condition.

Manufacturer narrative:
An event of st elevation after the procedure was reported. It was also reported that while moving the patient from the procedure table they experienced pulseless electrical activity and were resuscitated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that no air bubbles were noted during the device preparation, after the procedure or before and after device deployment. The cause of the reported event could not be conclusively determined.